Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital experiencing phrenic nerve stimulation which resulted in hiccups. Imaging revealed that the atrial lead had become dislodged. The lead was programmed off. On (B)(6) 2016, the lead was successfully revised. It was noted that the suture sleeve had not been well secured and was thought to be the cause of the dislodgement.